Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic right hemi colectomy procedure, upon transverse colon-side to side anastomosis during the third firing, the knife blade advanced and retracted, but stapler jaws would not open after firing. He attempted to open again and was able to slightly open jaws enough to remove from tissue. In the process, the stapler seemed to have stuck to tissue and pulled on the staple line, compromising the staple line. He had to oversew staple line with absorbable suture. He said tissue was damaged by stapler jaws upon removal. Tech was able to fully open jaws of stapler once he handed device back to him. Tech then used manual retraction tool on the adapter to make sure he knew what to do if it happened in another case to where the jaws would not open at all. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. Functionally the loading unit was loaded with a representative cartridge and was applied to test media. All staples were placed, and test media was cleanly transected. The handle correctly displayed that the loading unit fire count. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.